Event description:
It was reported while in use on a patient during transport, an 840 ventilator became inoperable. The patient was removed from the ve ntilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and verified the reported incident. The se reseated the exhalation filter o-ring/seal and performed all c alibrations and testing. The ventilator operated within the manufacturer's specifications.